Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information (weight); however, no further information was received. Date of event is estimated.

Event description:
It was reported that patient's ipg had reached end of life (eol). Patient primary used tonic stimulation. It is unknown when therapy was lost. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.